Manufacturer narrative:
The reported event of ineffective stimulation could not be confirmed due to incomplete product. As received, both terminal end segments passed electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-16068. It was reported that the patient was not receiving effective therapy from their system due to lead migration. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.